Manufacturer narrative:
Based on the supplier¿s investigation, the device history record could not be reviewed as a lot number was not provided. The device master record was reviewed for product code zchmt25blk and there were no changes to the materials or design for the wheel parts. As the device sample was not available for further investigation, the root cause could not be determined. Based on the limited information provided at this time no further action will be taken at this time.

Event description:
The patient stated that the front wheel broke. Upon looking at the wheel the patient and his daughter saw that the wheel bearing was broken. There was no injury associated with this.